Event description:
A malfunction was reported on the pump after the customer had worn it through an airport scanner several days prior. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, but the malfunction code reoccurred after the reset. Technical support decided to replace the pump, advising the customer to use backup therapy with multiple daily injections (mdi) to ensure continued insulin delivery.